Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that his onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation, further information obtained when medical surveillance specialist reviewed the call. The patient was not able to confirm when the product issue began, but it may have been up to a year prior to contacting lfs. The patient alleges that on the morning of (B)(6) 2018 he obtained blood glucose readings of ¿57 and 99 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that he manages his diabetes, using insulin (self-adjuster), and in response to the alleged results, he took some glucose. The patient stated after taking the glucose, he then felt unwell, light headed and very tired. He reported that he self-treated the symptoms with insulin. The patient reported that he had been feeling these symptoms intermittently for the previous four weeks. The patient mentioned that the week prior to contacting lfs, he had attended his doctor, who performed some blood tests, but no results were available, at the time of the call. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date, the test strip vial was not cracked or broken, and the control test had not been manually selected. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking glucose based on alleged inaccurate low result obtained with the subject meter, and the alleged meter issue could not be ruled out as a cause or contributor to the event.